Manufacturer narrative:
Lot# 29609 - expiration date 8/31/2012, -device manufacture date 9/2009. Method - device not returned, followed up with company representative.

Event description:
It was reported the patient underwent a kyphoplasty procedure at levels t9 and t11. Post operative, a pulmonary embolism was detected and a pet scan confirmed the bone cement in the lungs. The physician mentioned that due to the patient being large, it was difficult to see the bone cement as he was filling the vertebra. Reportedly, the bone cement also leaked into the epidural space, however, did not seem to pose any clinical consequences. The procedure was completed successfully. There was no delay in the overall procedure time, however, prolongation of existing hospitalization was necessary. The patient is having chest pain from the pulmonary embolism and is in pain management. The treated fractures are better from the kyphoplasty procedure. No additional information was reported.